Event description:
Caller reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The customer had tried using a different wall adapter and cable, but the issue was not resolved. Tandem technical support decided to replace the pump, which was under warranty. They confirmed the shipping address and instructed the caller to put the faulty pump into storage mode and return it using a pre-paid label within 10 days. The customer agreed and will continue to use their current pump as backup therapy.